Event description:
It was reported that the patient was experiencing severe pain in the shin, legs and feet while in recovery from the implant procedure. The patient noted that the pain felt like electrical shocks. The physician stated that it was likely a nerve irritation and prescribed the patient with steroids and pain medications. Upon follow-up, it was noted that patients symptoms were slowly improving.

Event description:
It was reported that the patient was experiencing severe pain in the shin, legs and feet while in recovery from the implant procedure. The patient noted that the pain felt like electrical shocks. The physician stated that it was likely a nerve irritation and prescribed the patient with steroids and pain medications. Upon follow-up, it was noted that patient's symptoms were slowly improving. Additional information was received that magnetic resonance imaging (MRI) was taken of the thoracic and lumbar region, however, the physician was unable to determine the cause of pain.